Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, there was no data in pump histories from time of reported issue due to continued use. A low battery warning was induced during testing. Low battery warning was accurately recorded in pump history. Unable to duplicate or verify reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged the pump will emit a low battery warning and the user will change out the battery and the low battery warning will re-appear again. During troubleshooting with animas customer support, the alarm history in the pump was reviewed and there were no low battery warnings in the history as the reporter alleged. The reporter then alleged that all low battery warnings that were emitted from the pump from (B)(6) 2019, to the current time were not recorded in the pump's alarm history after the user confirmed the warning. During troubleshooting, the pump emitted a low battery warning and it was correctly recorded in the pump's alarm history as expected. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery due to unexpected power loss if the user is unable to resolve the alleged low battery warning recording error issue.